Manufacturer narrative:
Available info indicates no device will be returned as the sample was disposed of by the user facility. A lot number has not been provided, therefore, a review of the device history record for the product code and lot number could not be performed. Based on the available info and w/o the product being returned, we are unable to determine what may have caused the tip to have detached during the case. If add'l event and/or eval info is obtained, this report will be updated.

Event description:
Info as provided to davol: in 2013: the pt had a total knee replacement and a simpulse solo irrigator was used in the surgery. On (B)(6) 2014: the pt had a revision procedure, total knee arthroscopy, to replace the liner of the previously implanted knee replacement. During the surgery, pieces of the purple tip of a simpulse irrigator were encountered. The tip appears to have broken off and the pieces were retained in vivo from the prior surgery. The largest piece was stuck where the fibula and tibia connect and smaller fragments were found near the surrounding ligaments. All the pieces were retrieved and completely removed from the pt. Contact reported the revision procedure was unrelated to the broken tip. No pt injury was reported as a result of the problem.